Event description:
It was reported difficult deflation was encountered during a subclavian angioplasty procedure. Difficulty was encountered removing the partially deflated balloon, which resulted in the balloon detaching from the catheter shaft and remaining in the pt. The pt was transferred to surgery where the detached balloon was successfully retrieved. The procedure was successfully retrieved. The procedure was successfully completed at that time. The pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event at this time. The co's directions for use state: "when dilation has been completed, deflate the balloon by applying suction to the balloon lumen. The larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 cc syringe is recommended."